Event description:
A pt alleges that pt has trouble finding words to express themselves correctly, sleep disturbance and post-traumatic stress disorder related to alleged hypoxia suffered during a surgical procedure. Operative and anesthesia records indicate that after induction, the pt was not being ventilated satisfactorily and pc02 was ranging 55. The anesthesia machine was replaced and pc02 dropped to the mid 30s. Sa02 values ranged from 96-99 and were recorded at 15 minute intervals on the anesthesia record throughout the procedure.